Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.